Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a rash that was similar to chicken pox, that may have been caused by a medication, but was made worse by the lifevest. The patient was given a prescription from his physician. The outcome of the irritation is not known as follow-up attempts were unsuccessful.